Event description:
The manufacturer reported that a bridge bolus was not performed at refill. The drug concentration was changed from 50 mg/ml to 25 mg/ml. Since update of pump. The patient is receiving double the hourly dose-1.2 mg/hr instead of .6mg/hr. The drug is unknown. Further follow-up is not possible as no identifying information was provided at the time of the call.